Manufacturer narrative:
B1 - adverse event/product problem updated to product problem. B5 - describe event or problem: updated. H6 - device codes updated. Device evaluated by MFR.: received wallstent uni with stent detached. The stent was returned deployed from the device. Stent struts on the distal end and proximal end of the stent was pulled outwards. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent migration and difficulty removal occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified right liver duct. A 10 x 94mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. However, upon removing the sheath, the proximal end of the stent got stuck with the sheath and migrated towards the proximal side of the right duct. Physician withdrawn the hardware and the stent was captured in the 7fr introducer sheath. The procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient is okay. It was further reported that proximal end of stent was stuck in the outer-sheath and the stent was dragged while it was deployed and moved from the target area. After an attempt to re-sheating the stent failed, the physician pulled the system and captured the stent in the introducer sheath.

Event description:
It was reported that stent migration and difficulty removal occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified right liver duct. A 10 x 94mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. However, upon removing the sheath, the proximal end of the stent got stuck with the sheath and migrated towards the proximal side of the right duct. Physician withdrawn the hardware and the stent was captured in the 7fr introducer sheath. The procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient is okay.